Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited impedance anomaly, poor sensing and anomalous capture at multiple sites. The lead was not implanted.